Event description:
It was reported that: the guide wire became stuck in the catheter while attempting to remove it. When removed it was unravelled/frayed. The issue was identified during use on patient. There was no reported patient harm or consequence. An additional device was used successfully.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The report that the guide wire was unravelled was confirmed through examination of the returned sample. The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was unravelled and showed evidence of use. Visual examination revealed the guide wire was unravelled from the proximal weld and had two bends in the guide wire body. The proximal end of the core wire was broken and protruding out of the coil wire. The distal j-bend was not misshapen and intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The exposed proximal core wire tip was tapered and discoloured at the point of separation. Both welds appeared full and spherical. Visual inspection of the catheter could not be performed as the catheter was not returned. The major bends in the guide wire body were measured at approximately 250mm and 283mm from the distal tip. The broken core wire measured 602mm in length, which was within the specification of 596-604 mm per guide wire product drawing; therefore, no pieces of the core wire appeared to be missing. The major bends in the guide wire and the broken core wire were measured via calibrated ruler. The outside diameter (od) of the guide wire measured 0.788mm via calibrated micrometer which was within the od specification of 0.788- 0.826 mm per guide wire product drawing. Dimensional inspection of the catheter could not be performed as the catheter was not returned. Functional inspection of the guide wire could not be performed for this complaint investigation due to the damage on the returned guide wire. Functional inspection of the catheter could not be performed as the catheter was not returned. A manual tug test confirmed that the distal weld was intact. Additional testing of the catheter could not be performed as the catheter was not returned. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. Arrow guide wires of this size were designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage might occur if a force greater than the design specification was applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the guide wire became stuck in the catheter while attempting to remove it. When removed it was unravelled/frayed. The issue was identified during use on patient. There was no reported patient harm or consequence. An additional device was used successfully.